Event description:
It was reported the patient presented to the clinic due to an alert from the pacemaker. Upon interrogation, the pacemaker exhibited backup vvi operation. Normal settings were restored via firmware download. No adverse consequences were reported.